Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2015; ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia and there was vegetation on one of their leads. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.